Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported going to her obgyn who removed a piece of tampon which had remained inside of her for months. Consumer experienced pain for a year prior to removal, fungal infection and then developed a systemic infection. Several rounds of antibiotics were prescribed.